Event description:
The user facility reports during a great toe amputaion on (B)(6) 2013, it was discovered the sagittal saw attachment had a piece broken off. A spare device was available and was used to complete the procedure with no further problem. No furhter information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.